Event description:
It was reported during removal of the hyperform balloon, the balloon catheter fractured, and the distal tip remained in the pt. No complications were reported to have occurred with the pt during this event. The datached portion of the hyperform balloon was retrieved with a snare device.